Event description:
During a follow-up in clinic, a sudden drop in battery voltage was noted on the device. The device is part of the fsca premature battery depletion advisory due to lithium cluster. The device is currently implanted, and device replacement is anticipated. The patient is not pacemaker dependent and there were no adverse consequences to the patient.

Event description:
The device was explanted and replaced and the patient was stable.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed shorting the anode and cathode of the battery. These analyses concluded that the premature battery depletion was caused by a lithium cluster induced short circuit.